Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. No moisture damage noted on electronic assembly or on motor. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump were ramping up. Customer stated that the insulin pump is not giving her insulin and she is unable to give herself insulin due to the buttons not working. Customer stated that she was on a run when it was raining, however the insulin pump does not have any sign of moisture. Customer's current blood glucose reading is 11.5 mmol/l. No further information reported.